Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the endoscopic image could not be transmitted to the video processor due to the broken cable. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.